Event description:
It was reported that the user experienced hyperglycemia with a reported peak blood glucose over 400 mg/dl for longer than 90 minutes during a contact detach event, and the ilet did not alert for the high. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Troubleshooting and education were completed. Investigation included complaint review and basic troubleshooting steps with the user. Investigation of this case revealed an unclear cause with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.